Event description:
The bur was released from the handpiece while being used in a procedure and landed at the back of the patient's throat. The bur quickly recovered from the patient's throat using suction. The patient was under sedation at the time and was unaware of the incident. The patient was unaffected.